Event description:
It was reported a revision surgery was performed due to disassociation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection performed by the research lab revealed deformation on the anterior face and the edge of anterior locking mechanism, potentially occurred during insertion/removal. Some deformation and burnishing were noted on the inferior surface. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. The features that could be measured were to print specification. A review of manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.